Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of optic slightly chipped and resistance when implanting; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Furthermore, per the reported information, the company lens was used with the company iii handpiece. Per the intraocular lens (iol) directions for use (dfu) the company lens is only qualified with the company IV handpiece. Therefore, the root cause of the reported event is use error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during intraocular lens (iol) implantation procedure, when the iol was implanted, a part of the optic was found slightly chipped. Although there was some resistance when implanting, but the plunger was advanced as it was. Since the place was hidden by the iris and the iol was toric, it was a big burden for the patient to remove it, and as no problem with the patient's visual acuity was observed, the surgery was completed. The patient was under observation, and no particular problem was observed. The lens remains implanted in the patient's eye.